Manufacturer narrative:
Subject guidewire, an insertion tool (not used) and the fragment of the ptfe coating were returned. Observation of the guidewire revealed the ptfe coating on the shaft area was scraped off for approx. 10cm for longitudinal direction in one line continuously. The fragment of the ptfe was having the shape of scraped shaves. Based on the finding, it was supposed that the insertion tool was hold with angle against the guidewire where guidewire advancement and pull-back manipulation was performed. Using the provided insertion tool and a similar type guidewire, reproduction test was conducted. The tested insertion tool was held with angle against the tested guidewire that was inserted through the insertion tool, and the guidewire advancement /removal was performed, ptfe coating scraping damage was reproduced in a very similar damage and shaves as the returned ones. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. After the ptfe coating in the production process, inspection test is conducted for each ptfe coating lot to check that the coating is made with appropriated adhesion strength and there is no deficiency with the coating quality. Review of the inspection test record of subject guidewire revealed that the ptfe coating was confirmed to be appropriate without quality defect. Based on the outcomes of the investigation, it is inferred that metallic insertion tool over the guidewire was held with angle against the guidewire and that the guidewire manipulation was performed, resulting the scraping damage of the ptfe coating due to the scratching force exceeding the product design limit. IFU describes in its warning section; never use metallic needles or metallic sheaths for insertion and withdrawal of guidewire. Otherwise, the surface of guidewire may be damaged significantly.

Event description:
Reportedly, when subject guidewire was advanced through a guidewire insertion tool in order to exchange the other unknown guidewire, it was noted that small pieces of coating was coming off from the guide wire. The guidewire was within a guide catheter and there was no impact to the patient.

Manufacturer narrative:
(B)(4).